Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified. The root cause of the issue is believed to be due to the facility device reprocessing deviation from the instruction manual and resulting in insufficient reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. Inspection of endoscope. ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function. ¿when using the air/water button¿: ¿1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed¿. Reprocessing survey info: - device was cleaned, disinfected, and sterilized before being sent to olympus. - delay in the start of pre-cleaning. - air/water nozzle was flushed with water and air: unknown. - no abnormalities in the accessories used for reprocessing. - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: unknown. - did the customer presoak the endoscope in the detergent solution? No. -unknown if immerse the endoscope in the detergent solution. - did the customer flush the air/water nozzle / channel with the detergent solution: unknown. -the customer reported that oer-4 was used, so the liquid may not be sent to the nozzle during the hand washing stage. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that water leakage was observed with the evis lusera colonovideoscope. During a standard service inspection of the customer returned device, the nozzle had foreign objects. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the nozzle had foreign objects. In addition, connecting tube pinhole water tightness lost, up/down out of standard value, bending section cover white clouded area, adhesive around the objective lens peeling, and adhesive around the light guide lens peeling were noted. Lastly, scratches and dents were noted on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.